Manufacturer narrative:
Analysis performed on the proximal catheter piece found that the suture ring on the pump connector was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j10906r40, implanted: (B)(6) 2001, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 50 mg/ml at a dose rate of 2.4 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a pump replacement procedure it was noticed that the patient's catheter was torn. The event occurred during a procedure. It was noted that there was no environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting or diagnostic testing was performed. A catheter revision/replacement was planned; scheduled for (B)(6) 2016. The issue was noted as having resolved at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The patient was without injury regarding their status at the time of the report. No patient symptoms were reported. It was indicated that the hcp had no further information regarding the event. On (B)(6) 2016 a company representative reported that the pump was replaced due to regular elective replacement indicator (eri). Regarding if the catheter was torn prior to surgery or if the catheter tear was related to an issue with the pump replacement procedure, it was stated "no, didn't know the catheter was torn until we opened up to unconnected from the pump". Only the proximal piece was removed and replaced with a model 8579 connector. The explanted pump and partial catheter were later returned to the manufacturer for analysis (received october 24, 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.